Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided for meter. A tripped trend review was conducted for the reported complaint and freestyle optium neo meter , no trends were identified that would indicate any product related issues. DHR(device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving two sets of low readings from their adc device. Customer reported low readings of 41 mg/dl and 46 mg/dl which were lower than lab readings of 416 mg/dl and 316 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving two sets of low readings from their adc device. Customer reported low readings of 41 mg/dl and 46 mg/dl which were lower than lab readings of 416 mg/dl and 316 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.